Manufacturer narrative:
(B)(4).

Event description:
It was reported the percutaneous extension set screw malfunctioned and a different product was used. It was stated visual tests and patient test cable were performed. It was noted they retested all electrodes and all functioned as previous testing. Reportedly, the issue was resolved but the cause of the issue was not determined. The patient¿s outcome was reported as no injury and patient symptoms were associated with this event.